Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that thte device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that one pin in the connector was slightly pushed back. It was determined that this was from the connector not being properly aligned and forced into the female connector when plugging into console and pushing in the pin. This was further defined as and user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly